Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient ipg was flipped in the pocket. As a result, the patient underwent surgical intervention wherein the ipg and leads were explanted to address the issue.